Event description:
A customer reported a malfunction on their pump but noted no significant events occurred beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and to call back if any issues arose again, which they acknowledged and understood.